Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-06032. The patient has two scs systems including two ipgs. The first ipg was implanted on (B)(6) 2008, and the second was implanted on (B)(6) 2010. It was reported that the patient is unable to establish communication with either ipg. Multiple charging systems and programmers have been utilized in an attempt to resolve this issue to no avail. An appointment with the physician has been schedule for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.